Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that she had been hospitalized for the last two weeks leading up to the call. Customer reported that she was still in the hospital at the time of the call. Customer reported that a neighbor discovered her unconscious and called paramedics. Customer stated that she had to be revived three times, and was admitted in diabetic ketoacidosis with a blood glucose level of 1200 mg/dl. Customer stated that she was put into a medically induced coma. Customer is unsure whether or not she was wearing the insulin pump at the time of hospitalization. Customer declined troubleshooting for high blood glucose levels at the time of the call. Blood glucose level was 205 mg/dl at the time of the call. No further information was provided.